Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the bottom roll was damaged, the pin and gear were worn, the ratchet failed, and the device was out of calibration. The bottom roll, pin, and gears were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time on an unknown date, the device was in need of repair for an unknown reason and was experiencing an unknown product deficiency. It is unknown if there was a patient involved or if there was patient impact. Due diligence is complete as no additional information was received. During device evaluation the device failed the sample mesh test. No adverse events were reported as a result of this malfunction.